Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute onyx des were implanted in the lcx and lad. The same day elevated cardiac enzymes were observed. Cec adjudicated non-q-wave mi (target vessel), medtronic extended historical peri pci. Cec adjudicated stent thrombosis-no event.

Manufacturer narrative:
Patient is a smoker. The index procedure was also prompted by positive stress test. If information is provided in the future, a supplemental report will be issued.